Manufacturer narrative:
Product complaint #: (B)(4). Batch # r5aw9h. Device evaluation summary: the analysis results found that the cdh29a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Can more information be provided about the shape of the improperly formed staples and anatomic location along the anastomosis? Was a leak test performed after the use of the second device? If so, what was the result? Can you please clarify what was meant by ¿postop blood ab ano¿? What was the hemoglobin level prior to the post-operative issues? How many days postoperative did the issues occur? Was any other medical or surgical intervention required? Were the post-operative issues alleged to be related to the first device or second device (device used to complete the case)? Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? If so, why? What is the current status of the patient?

Event description:
It was reported that the doctor had used a cdh29a during a colon resection - after the firing process they checked the anastomosis and recognized that tissue was cut, staples were out but not properly formed. They had to create a new anastomoses and thereby used a new cdh29a which cut perfectly and shaped the staples properly. Surgery was delayed approximately 30 minutes. Additional information was provided that the patient experienced post-operative "blood ab ano" or bloody diarrhea; hemoglobin drop to 9.1. Repeated treatment/administration of tranexamic acid was used and the patient has postoperative bowel palsy.

Manufacturer narrative:
Product complaint # (B)(4). Updated device evaluation summary: the analysis results found that the cdh29a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. No anvil and washer where returned for analysis, but the manufacturing batch information was reviewed. It was confirmed that the device was manufactured within the bounding time period of the field action, however because the anvil and washer were not returned we cannot confirm if the device exhibited behavior associated with the field action. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.